Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular lead was capped and replaced due to low impedance and the occurrence of exit block. The lead was replaced and no patient complications were reported as a result of this event.